Event description:
The customer reported a falsely depressed enzymatic creatinine_3 (ecre3) result was obtained for one patient on the atellica ch 930 analyzer. The result was reported and questioned by the physician(s). The customer informed siemens that the ER (emergency room) used an additional sample drawn from the patient to perform repeat testing on an alternate platform and noted the result was different. The customer used the additional sample to perform repeat testing on the atellica ch 930 analyzer, noted that the repeat result was similar to the alternate platform, considered the result correct, and issued a corrected report. There is no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The customer reported a falsely depressed enzymatic creatinine_3 (ecre3) result was obtained for one patient on the atellica ch 930 analyzer. The result was reported and questioned by the physician(s). The customer informed siemens that the ER (emergency room) used an additional sample drawn from the patient to perform repeat testing on an alternate platform and noted the result was different. The customer used the additional sample to perform repeat testing on the atellica ch 930 analyzer, noted that the repeat result was similar to the alternate platform, considered the result correct, and issued a corrected report. The customer informed siemens that the sample was spun on an aptio centrifuge and that the aptio gave an error indicating the sample had a clot. The customer cannot confirm if the original result ran from a primary or primary tube (gold top sst). Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00175 on 08-aug-2024. Additional information (15-aug-2024): siemens reviewed the information provided and determined that the atellica ch 930 analyzer quality control performed on 13-jul-2024 and 14-jul-2024 were acceptable and did not point to a method or reagent issue. Only one patient was impacted, and there was no systemic issue. Siemens concludes that the potential cause of the falsely depressed enzymatic creatinine_3 (ecre3) result is sample-specific due to poor sample quality, impacting the proper sample aspiration and delivery of the sample to the cuvette. The event was an isolated occurrence. The analyzer is operating as specified, and no further action is required. Siemens updated section h6 (investigation findings and investigation conclusions) to reflect the additional information.